Event description:
The clinic reports that the reason for explantation is due to a mastoid abscess which the implant had slipped down into.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The clinic reports that the reason for explantation is due to a mastoid abscess which the implant had slipped down into. Per explantation report the device had migrated into the mastoid cavity with skin breakdown.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device migrated into the mastoid cavity leading to a skin breakdown and an abscess in the mastoid. A review of the device device_s sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.